Manufacturer narrative:
A review of tickets determined that there was normal complaint activity for the associated concentrated ict sample diluent lot 52761un18. Trending report review did not identify any trends associated with falsely depressed results for the products. Return testing was not completed as returns were not available. Historical performance of the concentrated ict sample diluent was evaluated using world wide field data. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result was within the established control limits. Therefore, no unusual performance was identified. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient information: no patient information provided by the customer.

Event description:
The customer reported a falsely depressed sodium result while using the architect c 4000 analyzer. Sample ID (B)(6) generated 116 mmol/l. The sample was not retested however a recollected sample generated 139 mmol/l. No impact to patient management was reported.